Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Low bg cause was not known. Customer consumed sugar and a glucagon spray to initially treat the low bg. The customer was subsequently admitted to the emergency room (ER) where healthcare providers performed venous collection, vital parameter monitoring, and glucose checks every 10 minutes to address bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was released from the ER on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
Device not returned.